Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke down at 16.5 mm from the distal end. There was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. In addition, there was a scratch on the proximal of the grasping section, which was likely to be caused due to interfering with the probe. The manufacturing history was reviewed, with no irregularities noted. As the result of the evaluation, we have concluded that the probe was cracked due to using the subject device having the scratch on the·probe continuously, and broke eventually. As the cause of the scratch on the probe, it is possible that the probe and the grasping section was scraped each other due to activating the ultrasound output while twisting the subject device grasping a tissue or grasping thickly a hard tissue. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, improper handling the subject device cannot be ruled out as a contributory factor to this event. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp. (Omsc) was informed that during uncertain procedure, the probe of the subject device broke outside the patient's abdominal cavity. It was an initial use of the subject device. The procedure was completed with a similar device. There was no report of injury regarding this event.